Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer identified one axsym troponin-I adv reagent pack with a broken hinge. The customer will discard the reagent pack. No impact to patient management was reported.